Manufacturer narrative:
The product was not returned; however, radiographic images were provided that depict infinity devices in-situ. However, based on the images alone and conclusion cannot be drawn regarding the reason for revision.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery for reasons that were not reported.